Event description:
A (B) (6) male pt contacted lifecor customer support to report that one of his battery packs will not clip into the monitor. He states that when it is placed in the monitor it falls out. Support sent the pt a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B) (4) has been completed. The reported problem was confirmed. Battery pack (B) (4) had a damaged locking tab. The battery pack was repaired. It was retested and restocked. The root cause of the damaged clip cannot be positively identified, but was likely due to forcible removal of the battery pack from the monitor without pressing the locking tab before pulling. No adverse event resulted from the damaged battery pack. The pt received a replacement battery pack.